Manufacturer narrative:
Block d2b: product code: additional product code qon. Block d10: model number/catalog number: 1201, serial number: (B)(6), batch/lot number: al1k432163, model/catalog description: tined lead, unique identifier (UDI) #: (B)(4). Block g4: premarket / 510(k) #: additional premarket / 510(k) # p190006. Block h11: investigation details: the device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device; however, the device is still implanted. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of urinary tract infection was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported the patient experienced a urinary tract infection (uti). The patient was evaluated and reported the uti to their therapy support specialist. The patient was prescribed a round of antibiotics. The patient finished their antibiotics and is feeling much better. The patient was not hospitalized for the uti. The therapy support specialist plans to follow up with the patient. The clinical specialist (cs) was not notified by the physician nor the patient about the uti, only the therapy support specialist. The cs is not sure if the uti was device related nor were they comfortable asking the physician about it due to hipaa.

Event description:
It was reported the patient experienced a urinary tract infection (uti). The patient was evaluated and reported the uti to their therapy support specialist. The patient was prescribed a round of antibiotics. The patient finished their antibiotics and is feeling much better. The patient was not hospitalized for the uti. The therapy support specialist plans to follow up with the patient. The clinical specialist (cs) was not notified by the physician nor the patient about the uti, only the therapy support specialist. The cs is not sure if the uti was device related nor were they comfortable asking the physician about it due to hipaa.

Manufacturer narrative:
Product code (d2b): additional product code qon. Premarket/510(k) # (g4): additional premarket/510(k) # p190006. UDI for concomitant product, tined lead: (B)(4).